Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
Per user facility medwatch report form (B)(4), during a laparoscopic assisted sleeve gastrectomy procedure; they physician noticed several malformed staples. Upon further investigation it appeared that a large portion of two rows of staples did not fire, also, several staples were seen that fired but never closed to form the ¿b¿ shape. The area was over sewn with vicryl suture and the leak test passed. There were no adverse patient consequences reported.